Manufacturer narrative:
An event of thrombocytopenia was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 301-255s and heparin was given. A pre-implant balloon valvuloplasty was not done due to physician's decision. The valve was changed into new 27mm navitor vision valve due to valve re-sheathed twice. The new 27mm navitor vision valve was successfully implanted with a new large flexnav delivery system. After the implant, there was trace perivalvar leak (pvl) was noted. The final implant depth was 4.2mm on the non-coronary cusp (ncc) and 7.4mm on the left-coronary cusp (ncc). Post procedure, a thrombocytopenia was noted and no intervention was performed.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 301-255s and heparin was given. A pre-implant balloon valvuloplasty was not done due to physician's decision. The valve was changed into new 27mm navitor vision valve due to valve re-sheathed twice. The new 27mm navitor vision valve was successfully implanted with a new large flexnav delivery system. After the implant, there was trace perivalvar leak (pvl) was noted. The final implant depth was 4.2mm on the non-coronary cusp (ncc) and 7.4mm on the left-coronary cusp (ncc). Post procedure, a thrombocytopenia was noted and no intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.